Manufacturer narrative:
The device was received with intermittent buttons due to corroded keypad traces also there were no button error alarms noted. The insulin pump was received with cracked battery tube threads and a minor scratched lcd window. There was no battery cap received with pump so unable to inspect battery cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 196 mg/dl. Troubleshooting was not performed. The device was returned for analysis.